Manufacturer narrative:
(B)(4). Approximate age of device ¿ 23 days. The pump remains in use supporting the patient. A correlation between the device and the reported ischemic stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient observed a sudden onset of left arm numbness with weakness. The patient did not have any facial droop or visual changes. Anticoagulants at time of event were aspirin (asa) and warfarin. The patient presented to the local emergency room, and was found to have a supratherapeutic inr. Head CT showed ischemic right parietal stroke, with a large area of decreased attenuation involving the right middle cerebral artery distribution. The patient was admitted with a national institutes of health stroke scale score of 5. On (B)(6) 2017, it was reported that there was very little neurological change given the size of infarct. The patient continued on asa and warfarin. On (B)(6) 2017, the patient continued to have left sided numbness, and the left upper extremity and left lower extremity were mildly weak. On (B)(6) 2017, the patient experienced some behavior changes and mood swings. Repeat CT on (B)(6) 2017 revealed some petechial hemorrhages along the infarct margins. The patient remained neurologically stable and was able to be discharged home on (B)(6) 2017 with home physical therapy. No additional information was provided.